Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an unusual power alarm while connected to the mobile power unit (mpu). Log files were submitted for review which captured several low power advisory events while connected to mpu. There were also some brief fluctuations in relative state of charge (rsoc) values while connected to battery power. The patient tried different mpu and batteries, and the alarms reoccurred. A controller exchange was needed. The controller was exchanged, and the event resolved. The site was suspicious of the white cable from the system controller as the cause.